Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 18g x 1.25 in leaked. The following information was provided by the initial reporter: it was reported by customer that vent cap on diffusics had a hole in it verbatim: vent cap on diffusics had a hole in it.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample with a microscope showed that there was damage on the sample which caused the leakage reported. However, since the batch number for this complaint was not provided, we could not perform an in-depth review of the manufacturing records to determine a root cause for the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below